Event description:
During surgery, the tip of the trigen nail broke off into the patient's leg. Due to placement of the tip, the surgeon felt it prudent to leave the tip in place. There was no injury to the patient.